Event description:
Analysis of the returned device revealed that the main coil had been broken off from the pusher wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the pusher wire and introducer sheath were returned. Microscopic exam of the distal end of the pusher wire revealed that the coil had been broken off. Device analysis revealed that the anchor chain and the compressed winds of the main coil remained fused to the inner coil of the pusher wire. Information available indicated that no anomalies were noted on the coil and pusher wire during preparation, the coil became stuck at the microcatheter shaft mid section, and the physician removed the coil and continued with the procedure with the same microcatheter. Based on the information available and investigation results it cannot be definitively determined how the coil broke. It is probable that the device finding is related to operational context.